Event description:
The customer reporter that the battery showed 5 leds on the battery, but the unit failed to power up.

Manufacturer narrative:
The customer reported that the battery showed 5 leds on the battery, but the unit failed to power up. A philips rep spoke with customer who reported replacing the battery resolved the failure.